Event description:
There was an allegation of discrepant low results for 3 patient samples tested for glucose, urea, and ethanol on a cobas 8000 cobas c 502 module.patient 1 initial glucose result from a cerebrospinal fluid (csf) sample was 0 mg/dl. The neurologist questioned the result, and the sample was repeated.the repeat result was 66 mg/dl. This result was believed to be correct. On (B)(6) 2026, patient 2 initial urea result was 0.2 mg/dl. The repeat result was 53.7 mg/dl.on (B)(6) 2026, patient 3 initial ethanol result was 0.0 g/l. The sample was automatically repeated with a result of 0.5 g/l.the result from a different sample at a different laboratory was "negative." The specific result was not provided. On (B)(6) 2026, the customer repeated the original sample 4 times on both of their c502 modules with results of 0.01 g/l and 0.02 g/l.

Manufacturer narrative:
The reagent lot numbers with expiration dates were not provided.